Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded 24.5 cm to 24.8 cm from connector pin which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely contributed to the reported noise anomaly.

Event description:
It was reported that the atrial lead and right ventricular lead exhibited noise. The leads were explanted and replaced. There were no adverse consequences. The patient's condition pre and post procedure was good.